Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's grandfather reported via phone call that their insulin pump had unresponsive keypad. The patient¿s blood glucose level was 97 mg/dl. The customer stated that the pump¿s act button not responding. The customer stated that pump was not exposed to moisture and not aware of how the problem occurred. The customer also stated that time still advances when they observe time clock for a minute. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.